Event description:
It was reported that "the hcp failed to fire the skin stapler(35r) during use on patient. So he used another 35r stapler, but it was also not fired during the pretest. 35w skin stapler was used instead for the procedure". Please see associated MDR#: 3003898360-2024-00840

Manufacturer narrative:
(B)(4). UDI#: (B)(4). The reported complaint was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from consistently firing correctly. The device was disassembled. Die casting anomalies on the forming tool and flash in the cover block were discovered. A DHR review was performed with no evidence to suggest a manufacturing related cause. A CAPA was previously initiated to evaluate this issue. The CAPA 426 identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.